Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6fr sheath hole prior to impella procedure. The suture of the first proglide device was successfully pre-placed. Reportedly, a cuff miss occurred [suture retrieval issue] occurred with the second proglide device. A third proglide device was attempted, but there was difficulty removing it; therefore, the suture was cut, and the device was able to be removed. The suture of an additional proglide device was successfully pre-placed. The sheath was upsized to a 14fr sheath and the impella procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following user facility medwatch was received stating: "patient went to cardiac catheterization laboratory for impella implementation due to cardiogenic shock, congestive heart failure, and presumed st elevation myocardial infarction with new left bundle branch block. Perclose device used at the right common femoral artery. First perclose suture inserted and preclosed without difficulty. Second perclose device inserted and preclosed. The second perclose device would not retract from the artery. Significant amount of time, effort, and troubleshooting performed in an attempt to get the perclose to retract from artery. Manual pressure applied to artery, footplate confirmed to be down. No angiographic hindrance to perclose retraction. Second perclose sutures removed and the device was able to move freely and successfully exchanged over wire. 6 french sheath inserted but was grossly incompetent in occluding the arteriotomy. Concern for footplate injury to right common femoral artery, an 11 french sheath was inserted for adequate hemostasis. Patient found to have acute limb ischemia of the right lower extremity. Follow up angiography from the sheath revealed an acute thrombus in the proximal superficial femoral artery and sever diffuse disease in the superficial femoral artery. FDA safety report ID #(B)(4)." Additional information: two additional proglide devices were received at abbott. Follow-up information received stating that a fourth and fifth device had a cuff miss and a sixth device was successfully pre-placed. Hemostasis was achieved with the first and sixth pre-placed proglide sutures. No vessel damage occurred. Unspecified medical intervention was used to remove the thrombus. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The needle to cuff miss was not confirmed. However, the reported event is a suture retrieval issue confirmed as a suture break. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 3 additional proglide devices referenced in b5 are filed under separate medwatch report numbers. Attachment: user facility medwatch report # (B)(4). D4: lot number, expiration date h4: device mfg date.